Event description:
It was reported that four (4) large volume folfusors underinfused medication to the patient. After the expected therapy time was complete, it was observed that 100ml of medication remained out of 240ml that was expected to be delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 05, 2021 - october 06, 2021. H10: one (1) actual device was received for evaluation containing 70 ml of fluid in the bladder. The remaining three samples were not received and therefore, could not be evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.